Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Follow-up: the fse replaced the data acquisition to motor controller cable per (B)(4) to address the reported problem.